Event description:
It was reported that the controller exhibited loss of power. The controller remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that log file data revealed additional motor start event with parameters outside of the typical range.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient received lysis therapy twice and that the loss of power occurred on the backup controller after a controller exchange. The patient then exchanged the backup controller back to the primary controller and it remains in use.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Additional products: d1: heartware ventricular assist system ¿the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: the pump (B)(6) and two (2) controllers (B)(6) and a controller of unknown serial number) were not returned for evaluation. Review of (B)(6) manufacturing documentation confirmed that the associated devices met all requirements for release. Review of the backup controller's manufacturing documentation could not be conducted since the serial number is unknown. Log file analysis revealed a sustained increase in power consumption and estimated flows, leading to parameters above the normal operating range, starting on (B)(6) 2024 and 64 high watt alarms logged on (B)(6) 2024. In addition, log file analysis revealed two controller power-up events logged on 28/jan/2024 at 11:30:50 and at 11:48:25, with an associated motor start event at 11:48:53. These power-up events likely correspond with the reported controller exchange, in which the patient's primary controller was put back in use following an exchange to the secondary controller. Review of the alarm log file also revealed three (3) vad dis connect alarms logged on (B)(6) 2024 at 11:21:25, at 11:30:58, and at 11:48:33, indicating physical disconnections of the driveline from the controller, likely during the reported controller exchanges. Additionally, review of the event log file revealed a motor start event recorded on 08/jul/2023 at 13:43:10 in which the motor start parameters were atypical. As a result, the reported loss of power, high power and atypical motor start parameters were confirmed. There was insufficient information regarding the allegation against the backup controller. As a result, the reported event involving the controller with unknown serial number could not be confirmed. Based on the available information and historical review of similar high power events, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the loss of power events and vad disconnect alarms can be attributed to the reported controller exchange process. Per the instructions for use, infection, pain, and thrombus are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6) / h3: yes / h6: the codes present in section h6 correspond to components/products that comprise the reported event. H3: yes / h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion and revision of the product event summary. Additional products: vad (B)(6) h3: yes h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Additional products: controller 2.0 unknown h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Revised product event summary: the ventricular assist device (vad) (B)(6) and two (2) controllers ((B)(6) and a controller of unknown serial number) were not returned for evaluation as the vad and two controllers remain in service. Review of (B)(6)'s and (B)(6)'s manufacturing documentation confirmed that the associated devices met all requirements for release. Review of the backup controller's manufacturing documentation could not be conducted since the serial number is unknown. Review of the available controller log files and logfiles report revealed several increases in power consumption and estimated flows, leading to parameters above the normal operating range, starting on (B)(6) 2024 and 89 high watt alarms logged since (B)(6) 2024. In addition, two controller power-up events were logged on (B)(6) 2024 at 11:30:50 and at 11:48:25, with an associated motor start event at 11:48:53, and an additional controller power-up event, with associated motor start event, was logged on (B)(6) 2024 at 17:27:32. The data point prior to the first losses of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The data point after the first losses of power revealed that (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 26 minutes and 55 seconds. Prior to the second loss of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). After the second loss of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 15 seconds. No anomalies were recorded leading up to the losses of power. Review of the alarm log file also revealed three (3) vad disconnect alarms logged on (B)(6) 2024 at 11:21:25, at 11:30:58, and at 11:48:33, indicating a physical disconnection of the driveline from the controller and/or the controller being powered up without the driveline connected. Review of the event log file and autologs report also revealed two (2) motor start events recorded on (B)(6) 2023 at 23:22:47 and on (B)(6) 2023 at 13:43:10 in which the motor start parameters were atypical. As a result, the reported loss of power, high power, and atypical motor start parameters were confirmed. There was insufficient information regarding the allegation against the backup controller. As a result, the reported event involving the controller with unknown serial number could not be confirmed and a possible root cause could not be determined. Based on the available information and historical review of similar high-power events, the most likely root cause of the high-power event can be attributed to external factors such as thrombus formation/ingestion. Based on risk documentation, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. The most likely root cause of the controller losses of power can be attributed to a disconnection of both power sources by the patient during the attempted controller exchange by the patient, as described in the event details. CAPA pr00551638 investig ated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Based on the available information, the most likely root cause of the vad disconnect alarms can be attributed to a physical disconnection of the driveline from the controller and/or the controller being powered up without the driveline connected during the reported controller exchange. Per the instructions for use, infection, pain, and thrombus are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections to b1, b2, b5, h1, h6, and h10. Additional products: d1: heartware ventricular assist system ¿ pump d4: model #: 1104 / catalog #: 1104 / expiration date: 31-jan-2021 / serial (B)(6) (B)(4) : no h3: no h4: mfg date: 15-jan-2019 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented with chest pain, and the ventricular assist device (vad) exhibited high powers associated with high watt alarms. The patient also reported cold symptoms. The patient was admitted for vad thrombus. A transthoracic echocardiogram (tte) and chest x-ray were performed. Review of log file data also revealed a motor start event with parameters outside of the typical range. The vad remains in use. No further patient complications have been reported as a result of this event.